Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken gauge was not confirmed; however, the faceplate was broken. Based on visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial reports, the indeflator was returned with the faceplate detached, not the gauge.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation of the 20/30 indeflator outside the patient's anatomy, the gauge was noted to be broken off; thus the indeflator was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 20/30 indeflator was used to successfully complete the procedure. There was no additional information provided.